Manufacturer narrative:
Additional information: h3, h6. H10: the device was received for evaluation. A visual inspection was performed with the naked eye noted an incomplete weld between the mold and the sheeting of the cassette. Functional testing including leak and clear passage testing were performed; leak testing revealed a leak from the peeled back sheeting on the cassette. The reported condition was verified. The cause of the condition was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the film on the back of an amia pd cycler set was "peeled off" which resulted in a leak. This was observed after use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.